Event description:
Customer reported to have high blood glucose of 555 mg/dl, which was treated with manual injection. Customer was previously hospitalized with high blood glucose and in a coma. Customer was not able to troubleshoot due to numbness in her hands and poor vision. Customer's health care provider requested that insulin pump be changed. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.